Manufacturer narrative:
While on the phone with dario's representative, the user's wife reported that the user was getting bg readings in the 250 mg/dl and 275 mg/dl range. She stated that her husband's normal bg is in the 125 mg/dl range. The user's wife reported that the user originally purchased the dario kit three years ago, however after purchasing new test strips, the user's bg readings returned to his normal range, receiving bg readings of 99 mg/dl and 110 mg/dl. Due to the high bg readings that the user received, the user's wife reported that they discarded all of the old test strips. Dario's user guide states in the section precautions: "do not use a test strip expired 1 month from opening. Discard the cartridge 1 month after opening". Dario's user guide also states in the section factors that may lead to inaccurate results: "the test strip is expired." And in the test strip precautions section: "check the "use by" date on the test strip cartridge. Do not use the test strips after that date". During troubleshooting on the phone with dario's representative, it was also determined that due to many travels, the user kept his dario meter in his luggage, which was checked in and therefore exposed to extreme temperature changes. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user's wife contacted dario to report high blood glucose (bg) readings. The user's wife reported that recently, her husband's bg readings with the dario meter were in the 200 mg/dl range. However, when the user tested his bg with a new cartridge of strips, his bg readings returned to his normal range.